Event description:
Customer reported issues with the sensor. The insulin pump would alarm sensor error and calibration error. Troubleshooting was performed for alarms. Blood glucose 180 mg/dl. Customer mentioned when changing the infusion set blood glucose would rise, for example blood glucose would be 230 to the 400 mg/dl range. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened and used sensors were inspected and one of the two sensors was found with a broken cannula. The broken part was still in the tubing. The remaining sensor passed per specifications with accurate readings. The sensor was found with a bent cannula. It could not be confirmed if the customer received the sensor damaged due to the customer returning the sensor opened and used.